Event description:
Customer reported system is intermittently locking up. No pt injury was reported.

Manufacturer narrative:
A ge rep has not yet evaluated the system. This MDR is related to ge healthcare complaint number.